Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states, the bolt on back of cane cannot be tightened it was welded off center.